Manufacturer narrative:
Stenotic valve. Additional manufacturer narrative: it was reported that this valve was replaced due to bioprosthetic stenosis. Many factors can contribute to the onset of bioprosthetic stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, there is insufficient information to conclusively determine the root cause of this event. The subject device remains implanted in the patient. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
As reported, a pregnant woman underwent a valve-in-valve procedure due to aortic bioprosthetic stenosis in an existing edwards bioprosthetic valve. The implant duration of the original valve was approximately 6 years and 5 months. The patient had a congenital disease that required valve replacement and interventricular communication, during pregnancy this valve failed due to stress during gestation. A valve-in-valve was performed at week 22 of gestation with perfect results. The baby born at week 37 and both were stable. No other details provided.